Event description:
Caller reported lancet protruding from multiclix device cap, reported an accidental stick which did not require medical treatment. No adverse event reported. A request was made for the return of the device and lancets, replacement was sent.